Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an infection. The patient was reported to be doing well before the procedure. The ipp was explanted and replaced with another manufacturers malleable device to serve as a place holder device. The explanted ipp is expected to be returned. A supplemental report will be filed upon completion of the product analysis.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an infection. The patient was reported to be doing well before the procedure. The ipp was explanted and replaced with another manufacturers malleable device to serve as a place holder device. The explanted ipp was returned for analysis.

Manufacturer narrative:
Investigation results: the reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.